Event description:
It was reported that during the femoral insertion procedure, they experienced difficulty removing the guidewire. The guidewire uncoiled and a fragment remained in the pt. The fragment was retrieved via venogram in ir.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.